Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated that there was great resistance in the delivery system when deploying the protege gps stent in the common iliac artery. Sheath and guide wire were not reported. The first stent didn't cover the lesion, and a second stent was placed in order to cover the lesion due to the handle being unstable and unable to deploy. The handle was separated after deployment. An investigation was performed and the complaint was confirmed that the protege gps sds was received without the stent, but with the inner lumen pulled and a separation of the manifold cap to lock housing bond.